Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer experienced high blood glucose levels. The customer¿s blood glucose level was 525 mg/dl at the time of the incident. The customer¿s symptoms or treatment were not noted. Customer stated they were having issues with bent cannulas and the serters. Customer was advised the properly clean the serter, and the issue was not resolved. No troubleshooting was performed. Customer was advised a replacement serter would be sent out. The insulin pump will not be returned for analysis.